Manufacturer narrative:
Product analysis: there is evidence of thread jumping on one side of the set screw found on the last two threads. There is some deformation to the internal hex. This type of damage is consistent with bone screw head splay cause by the force of the rod pushing against the bone screw head and the set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent internal fixation of cervical spine due to cervical vertebra degeneration. Intra-op, the set screw slipped. The device came in contact with the patient. No patient complications were reported.